Manufacturer narrative:
Based on the claim against the product by the customer noting that the instruments were sticking and stopping during the procedure, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The isi fse test drove the system but was unable to reproduce the reported issue. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. An isi technical support engineer had reviewed the error logs and found no related issues. This is considered a reportable event due to the following conclusion: the customer converted to an open procedure after the start of the procedure due to instrument manipulation issues.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the instruments were sticking and stopping. The intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the logs and found no related issues. The isi tse recommended a power cycle of the system to try and resolve the issue. The surgeon verified the issue seemed better after the power cycle. However, the reported issue returned after 10 minutes. The isi tse again reviewed the logs and found no related issues. The isi tse had the caller remove all of the instruments from the patient side cart (psc) and walked the caller through a hard power cycle on the entire system. The system booted up smoothly and the site confirmed the instruments were now inserting smoothly again, but the customer requested that an isi field service engineer (fse) take a look at the system. The reported issue again returned after several minutes. The site converted the procedure to open to complete the procedure. Isi attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.